Event description:
On (B)(6), we had a nurse who got poked with a dirty needle. The nurse administered lovenox and when she pushed to activate the safety lock, the needle shot out and the nurse got poked. So according to my nurse, the left hand that got poked was at her side. She was aiming the syringe away from the pt and herself and when she was trying to activate the safety lock, the syringe propelled forward and the plunger fell apart from the syringe. There was no other nurse who got poked, just herself. From my understanding she was aiming down and away from both the pt and herself. The nurse placed the needle into the sharps container. It was a lovenox 40 mg dose with a yellow plunger. Date of use: (B)(6) 2011. Dose: 40mg.